Event description:
It was reported that a patient's stimulator had not been working for a couple of days. The reporter stated that the patient called his health care provider's office the previous day. No further information was reported. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 7434-e, serial # (B)(4), implanted: (B)(6) 1999, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 1989, product type lead.

Event description:
Additional information received reported that the patient had a history of high cholesterol, fluid retention, hypertension, diabetes, depression, and an abdominal aortic aneurysm. The cause of death was reported as (B)(6) with significant contributory conditions of hypertensive cardiovascular disease, hepatic cirrhosis and hepatitis, pulmonary emphysema, and type ii diabetes mellitus. It was also reported that the deceased was found sitting on sofa at home, by his friend. Before the time of death, the patient complained of feeling "shaky" and weak. It was added that "foul play was not suspected".

Manufacturer narrative:
(B)(4).